Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the lens was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the surgeon inserted a pcb00 lens into the left eye of female patient but it came out of the injector with a ruptured haptic. This lens was removed and was replaced with a zcb00 24.0 diopter lens however this lens was inserted using a non-validated competitor cartridge and it came out with a scratch on it. This lens was then removed from the eye and replaced. The wound was enlarged and the lens was cut in two to be removed. The surgeon noted that the patient presented with an inferior zonulysis during the manoeuvres (surgeon clarified: the zonules which hold the capsular bag in place were torn) and he had to implant a capsular tension ring before implanting the second lens. The cornea was reported to be very oedematous. The lens was thrown out by mistake. This MDR captures the event related to the second lens used, zcb00. A separate report is being submitted for the first lens, pcb00. No additional information was provided to abbott medical optics.